Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the proximal segment of the lead was returned and analyzed and all conductors were fractured. There was blood/body fluid (not obstructed) on the proximal conductor. There was a cosmetic environmental stress crack, a breached cut, and a cosmetic depression on the outer insulation and all insulation was torn. The lead was flexed within 5cm of the anchoring sleeve.

Event description:
It was reported that the patient was scheduled for a right atrial lead revision and during the procedure, it was noted that the lead was broken, had high impedance, and was not capture nor sensing. Part of the lead was explanted and a replacement lead was implanted. No patient complications have been reported as a result of this event.